Event description:
It was reported patient underwent left total hip arthroplasty on an unknown date 17 years ago. Subsequently, patient was revised on (B)(6) 2014 due to poly wear and osteolysis. The modular hear, liner and acetabular cup were removed and replaced with competitor¿s components.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information that was unknown at the time of the initial medwatch. Correction: the reporter's name has been corrected in this report.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product / lot code / expiration date; date of implant; PMA/510(k) number; manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces." Event is being reported to FDA on one medwatch as the limited information available indicates that a revision occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.